Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. In turn, surgical intervention took place on (B)(6) 2024 wherein the pocket site was drained and closed the site. The patient was given oral antibiotics. Infection has resolved.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. Surgical intervention took place wherein the pocket site was drained and closed the site. The patient was given oral antibiotics. Infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.